Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the connector breakage was due to accumulating stress toward the loosening direction due to user handling and / or impact by hitting a hard object that could have caused the breakage. A review of the instructions for use confirms the issue is detectable in section 3.3. Check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to confirm the reported issue. The fse replaced the broken gray scope connector. The device passed all the post service inspections. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken gray scope connector on an endoscope reprocessor. The equipment was inspected to ensure that there is no damage. No patient involvement or injuries were reported. No additional information has been obtained.